Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump did not show low reservoir alarm while reservoir was empty. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that rewind was slower and louder and backlight did not always turn on. The device will not be returned for analysis.